Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report at this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
It was reported to vyaire medical that a premature infant suffered from severe injuries to the face while connected to the sipap unit. The customer stated that the issue was potentially caused by improper placement of the face mask or the use of disinfectants. The customer confirmed that there are no allegations against the sipap device.